Event description:
It was reported that patient experienced intermittent stimulation sensation. The patient did not report a specific incident, but did state she had been doing "crunches while working out". Impedance readings were normal except combinations with #1 that were greater than 10,000 ohms. The patient had surgery to replace the lead and extension that appeared to be broken. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.